Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hay0, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device pocket appeared as though it might have developed cellulitis and antibiotics were prescribed to the patient. The antibiotics seemed to help but did not resolve the issue satisfactory and the patient was explanted 3 days ago. It was noted that they did not know when the event became an issue for the patient.